Event description:
Information was received that device had supercap failure. No patient involved; incident occurred during testing.

Manufacturer narrative:
One medfusion 3500 pump was retuned for analysis due to a post capacitor error. There was evidence of the error in the device history log. The reported issue was confirmed when the device was tested via start up. The operator replaced the main board and that cleared up the problem. The pump had a low-profile black panasonic super capacitor., corrected data: h6( patient code).